Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a shunt was implanted into the patient using a debakey forcep, upon completion of the first anastomosis the shunt was removed. The surgeon intended to reuse the shunt but it was noted that only half the shunt was on sharps pad. The surgeon found the other half of the shunt in-situ at the site of the first anastomosis and it had not migrated. The surgeon retrieved the broken portion of the shunt. The surgeon used another shunt for the second anastomosis. There were no adverse patient effects.

Manufacturer narrative:
Investigation conclusion: it is unknown what may have caused this occurrence. Medtronic will continue to monitor for future occurrences and trends. Date of event: corrected to (B)(6) 2018 based on additional information. If information is provided in the future, a supplemental report will be issued.